Manufacturer narrative:
One device was returned for analysis with complaint that downstream occlusion (dso) sensor failed. Review of event log found nothing related to problem. No 12-month service history. Visual and functional testing was performed. The upstream occlusion (uso) seal was delaminated, and the printed wiring assembly (pwa) board was defective. Complaint was confirmed with dso/uso sensor test. Replaced the dso sensor. Additionally, replaced the uso seal and the pwa board. Device passed testing post repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device did not alarm a downstream occlusion. The event occurred during testing. There was no patient involvement.